Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge change and fill tubing procedure, the ilet displayed repeated ¿unable to proceed¿ alerts despite rewinds, a successful dry run, new supplies, and supplies from a different box; the event was characterized as an occlusion consistent with a complete blockage associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem was identified, with a medical device problem of complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.